Manufacturer narrative:
(B)(6)

Event description:
The customer questioned results for 54 patient samples tested for either tsh, vitamin b12, troponin t, ft4 or hcg on a cobas 6000 e 601 module. Of the data provided, 25 patient samples were discrepant for tsh, 7 patient samples were discrepant for vitamin b12, 6 patient samples were discrepant for ft4 and 1 patient sample was discrepant for hcg. The incorrect results were reported outside of the laboratory. After repeat testing was performed, the corrected results were also reported outside of the laboratory. The patients were not treated based on the incorrect results. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer stated qc results were ok. The field service engineer (fse) visited the customer site and replaced the pinch valve tubes. The probes and reaction disc were also cleaned. The customer has declined to provide any additional information for investigation. The issue seems to have been solved by replacing the pinch valve tubes. If the pinch valves leak, results can be affected causing either too high or too low results.